Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited a low impedance and a drop in sensing. A few months ago, someone in dr (B)(6) office changed the sensing to unipolar tip due to decline in sensing. An insulation anomaly is suspected. The lead was capped and replaced. The patient was doing well.